Event description:
It was observed that during an onsite visit, the user facility staff was not performing bedside precleaning step properly and out of order with the device gastrointestinal videoscope. No patient infections or injuries reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The endoscopy support specialist (ess) provided a reprocessing in-service to the user facility staff that included in-service bedside precleaning and transport information contained in the olympus manual, repair reduction using the scope listed in the product section, tips, techniques, and a bedside precleaning quick reference card for the procedure cart. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated information added to d8, h4, and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely the event occurred because the user's understanding differed from olympus's recommendation for handling/reprocessing steps of the subject device. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor the field performance of this device.